Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced a low blood glucose level of 48 mg/dl due to going on a walk. They treated the low blood glucose with food. The customer also had a blood glucose level of 280 mg/dl which they treated with a bolus from the insulin pump. The customer was advised to have the customer call in for troubleshooting for the high and low blood glucose. The device will not be returned for analysis.